Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead displayed low, out of range pacing impedances, noise and high threshold measurements. A lead revision procedure was performed where the lead was explanted and replaced. There were no adverse patient effects reported. The lead is to be returned for analysis.